Manufacturer narrative:
Analysis deferred to (B)(6). Cause of event could not be definitively determined by component manufacturer.

Event description:
Provider alleges scooter had a strong burning smell and the s drive was allegedly on fire.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges scooter had a strong burning smell and the s drive was allegedly on fire.